Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a limited or imprecise motion issue with a da vinci product. Isi followed up with the initial reporter and obtained the following additional information: the instrument was used on the patient and the jaws did not close on tissue, the issue did not cause a fragment to fall into the patient and there was no harm/injury.